Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a plum 360 infusion pump that experienced interruption of therapy. The following issue was reported by the customer: "infusion pump stopped for 40 minutes". The status of the product at the time of the event is unknown.

Manufacturer narrative:
The battery was replaced and the change battery key was pressed in biomed mode. Self-test was repeated without giving any alarm. Out of box failure (oobf) criteria review performed. Probable cause: battery defective.